Event description:
Customer reported an unexpected negative result when testing a patient sample with capture-r ready screen 3 (crrs 3) on the echo. The patient has a newly developed anti-e. Customer re-tesed with a new sample from the same patient and the results were positive as expected. The first sample wes re-tesed and resulted negative.

Manufacturer narrative:
Review of results files displayed the following:sample resulted as negative with crrs 3 cells 1-3, positive control was 4+. Well images appeared negative with tight buttons and no adherence.customer did not return sample for further investigation.